Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent itself was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent itself was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: an f/g,promus element,mr,ous 3.00x24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent strut rows 6 to10 from the proximal end of the stent were damaged and deformed.. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink 102.3cm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.